Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/8/2021. Additional information: h3 evaluation: complaint sample was received. After opening the primary pack, it was observed that the suction port was broken. The original length of suction port is appx 14.15mm however the length of complaint sample was less than the original sample. As a part of investigation, the system check of the complaint sample could not be performed. Retain sample of the same lot no. Were checked visually and found within the specified criteria. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Product complaint # (B)(4). Date sent to the FDA: 6/8/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 1/28/2021. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). (B)(4). The following information has been requested and received. To date the device has not been received. If the further details are received at a later date, a supplemental medwatch will be sent. Did the patient have any permanent damage? No. Did the patient need to be hospitalized or had his / her hospitalization prolonged due to a problem with the j&j product? No. Did the patient need to be re-operated to avoid or correct any damage? No. Did the patient have any serious damage? No.

Event description:
It was reported a patient underwent an quadrantectomy, partial breast reconstruction on (B)(6) 2020, and a reservoir was used. When the patient returned from the operating room, it was observed that the reservoir was not forming a vacuum. At the same time, it was exhaling hematic exudate at the insertion of the drain, indicating a lack of suction. Another unit of the same material was used. There were no reported patient consequences.